Event description:
Nitric oxide was applied in-line to ventilator as per protocol at 20ppm. It was observed that the battery charge was 20-25% after having been charging on the shelf over night and showed full charge during the calibration phase. The unit was applied at 0725. The infant was moved to the isolette at approx 0740. We transported the isolette to the heli-pad and at 0750, the unit alarmed and indicated 0ppm. The tank was checked (full), circuit connections checked (tight and pressurizing). The battery symbol on the screen was flashing red with 0 charge. Prepared to administer nitric via bag-mask setup but o2 sats remained 94-95%. Referring md was contacted and he said to continue without the nitric. Upon arrival to the receiving facility the unit was plugged into wall power and the unit would not turn on nor would the charging light illuminate. Upon arrival back at the base the unit was plugged in and re-tested. The unit turned on, did self test then shut off. The charging light still did not light up. Unit was tagged out of service, (B)(4) and supervisor were notified. Diagnosis or reason for use: meconium aspiration.